Event description:
In 2009, the patient's father reported that the patient was hospitalized in 2009 with elevated blood glucose of 400 mg/dl and dehydration. Dehydration was treated with an IV and she remained connected to the infusion device to receive her basal rates and she was also given insulin injections. She was released from the hospital 2 days later. The father stated that over the past 6 months, the patient has often experienced elevated blood glucose of 300 mg/dl. A day prior to the report, the patient experienced low blood glucose of 38 mg/dl after work and she drank orange juice and ate cake frosting to elevate her readings. The patient's blood glucose issues began when she started using her legs as an infusion site. The father was advised that the patient should speak with her physician regarding infusion site changes and blood glucose issues. The patient was sent an infusion set insertion device. Upon follow up about 4 days later, the patient's mother stated that the patient's blood glucose was elevated 400 mg/dl and she bolused. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.